Manufacturer narrative:
The reported unit was not made available to the manufacturer for evaluation. Multiple attempts were made to obtain the return of the device and gather event details. The facility was unresponsive. A review of the device history record (DHR) was not applicable since no serial number was provided. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the warning label in the user's manual states: "oxygen concentration must be monitored downstream from the mixer with a suitable, calibrated oxygen analyzer, equipped with alarms that can be set for high and low fio2's. Fio2's should then be adjusted to maintain appropriate blood gas concentrations.", "whenever a patient is attached to respiratory care equipment, constant attendance is required by qualified personnel. The use of alarm or monitoring systems does not provide absolute assurance of a warning for every possible system malfunction. In addition, some problems may require immediate attention.", "this precision gas-mixing device may become nonfunctional or damaged if used without the watertrap assembly and filters provided." Should the product be returned or new information is made available, a follow-up report will be provided.

Event description:
It was reported via medsun#(B)(4) that, "blender failure occurred upon initiation of cardiopulmonary bypass. The oxygen line was disconnected from the blender due to pressure. The patient was weaned off cardiopulmonary bypass (cpb), but ventilator support continued. Oxygen line reconnected bypass initiated. Blood oxygenation was adequate. 20 minutes into cpb, the oxygen line from the blender disconnected with a sound. The line was reconnected and tie banded. The perfusionist noticed po2 on cdi following. Obtained a b type oxygen cylinder and placed patient on 100% oxygen."